Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer continues to have accuracy issues with her plink meter. Analysis run on clark error grid using mean avg reading (66) as ref point vs bd readings (3, 38, 108) yielded data points in the d range of the gid, outside of acceptable limits.